Manufacturer narrative:
(B)(6). No lot # provided. Medical device expiration date: unknown. Medical manufacture date: unknown. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was observed.

Event description:
It was reported that bd vacutainer® cat (clot activator tube) plus blood collection tubes had "closure separation".